Manufacturer narrative:
UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since the lot number or serial number was not provided. No other lot or serial number was provided during the course of complaint investigation. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported that on (B)(6) 2019, the a1108 mayfield triad skull clamp slipped and caused patient laceration. Additional information received on (B)(6) 2020 indicated that the device was used in a craniotomy procedure. Patient suffered lacerations on scalp from slippage that occurred while using product that had 6 days left of being evaluated by the hospital. There was an approximate 30-minute delay reported.